Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that after implant it took 3 months with reprogramming to get their therapy to where they needed the therapy to be for pain relief. Pt said that they didn't remember the manufacturer representatives' (reps') names that they worked with at the time and when they first notified them that their therapy wasn't working.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial #: (B)(4),implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted for a stimulator for spinal pain. It was reported that the patient was receiving inadequate pain relief due to lead migration. The cause of the lead migration was unknown and couldn¿t be determined. An x-ray was performed on the day of the report and it was discovered that the right lead migrated down one contact from the top t8 and the left lead migrated down approximately two contacts and shifted laterally. The rep reprogrammed the system with three new high definition (hd) programs to try for five days each. The patient was to call the rep in two weeks with an update to reprogram if needed or enable adaptive stim if needed. There were no further complications reported or anticipated.